Event description:
It was reported that the patient contacted technical services stating that the transmitter was not working. It was noted that it was a send error. The patient stated there was a bad electrical storm and that there was sparks coming off of the transmitter. The transmitter was replaced. There were no patient consequences.

Manufacturer narrative:
The field complaint of sparks could not be verified; however, after opening the power supply, burn damage was verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. The prongs were removed, and no damage or burn odor were noted. The unit was plugged into a working ac electrical outlet and powered on successfully. Software and the delete data process were also performed successfully. After opening the ac power adapter, several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. High current flow through the ac wall power outlet damaged the ac power adapter causing the sparks and the burn damage to occur.